Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, enlarged atrium, and dilated annulus. A mitraclip xtw was inserted and deployed on the mitral valve. However, after deployment, the clip opened roughly 10 to 15 degrees. It was noted that the clip remained stable on the leaflets. The procedure was completed with one clip implanted, reducing the mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿two (2) fluoroscopic videos, one (1) fluoroscopic still image, and one (1) echocardiographic video of the reported clip were provided. All three videos and the still image were taken post deployment in which the deployed clip can be visualized; there is no sgc or cds in view indicating the system had already been removed. The clip presents similarly in all the post deployment cine provided and appears to have a clip arm angle of ~20° - 25°; this is an estimation based on visual assessment with the unaided eye and is not confirmed. The observed post deployment arm angle of ~20° - 25° is near the high end of the typical range of clips implanted per the instructions for use (10° - 30°). However, no pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). With no pre-deployment cine for comparison, a clip arm angle change during / post deployment cannot be assessed, and a potential post deployment cowl cannot be confirmed via cine evaluation. There are no other observations based on the video provided.¿